Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger. (B)(4) found evidence of a broken, bent connector with the pins damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had been sent replacement recharging equipment and would be seen the next week to potentially jumpstart the ins. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 37761, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins was over discharged as the patient had not charged it in two months. The rep reported that the recharger was not charging. Technical services reviewed that the recharger battery may be depleted and may need to be charged for about half an hour before they can use it. The rep stated the green light was ¿on¿. The recharge screen was blank. The rep stated that they would have the patient go home and try and charge the recharger. The patient will call patient services if the recharger does not charge. The event date was asked but was unknown, mentioned about two months ago. Additional information was received from the manufacturer representative (rep) on november 27th, 2018. The rep reported that this had not been resolved. The patient was sent home yesterday to charge his recharging device at the recommendation of technical services. The patient called the rep later in the afternoon and let the rep know that his recharging device was not recharging after multiple hours. The rep instructed the patient to call patient services to have a replacement part sent. Once the replacement part is replaced, the patient is instructed to call the rep to set up a new appointment to jump start his implant. The same day, the patient called patient services to request a new recharger. The recharger is not taking a charge. When the patient was speaking with repair, it was reported that recharger is damaged inside and that the connector on the desktop charger (dtc) looks damaged inside. No symptoms were reported. No further complications were anticipated/reported.